Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotor cuff, after 1 years, 4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 19 prior complaints against this part number; with 2 of these complaints having a failure mode of trauma. This is the first complaint from this lot. The root cause for the torn rotator cuff was reported as a traumatic event; a description of the traumatic event was not provided. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a traumatic event the patient's rotator cuff tore. The surgeon converted the patient's turon shoulder to a reverse total shoulder and removed all of the original implants.